Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that this programmer exhibited a black screen and was emitting smoke. The field reported that likely an internal component had been damaged and/or burnt. There was no patient involvement and no user harm reported. The unit is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this programmer was thoroughly inspected and analyzed. The programmer was confirmed to exhibit a product performance issue. The programmer was opened in order to assess the internal components. Detailed inspection identified a damaged internal electrical component; likely resulting from electrical overstress and contributing to the reported clinical observations. Following repair of the unit, this programmer operated as expected with no visual evidence of any burnt components.